Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the tray fractured, and the telescopic rod is loose on a silent nite gl hinge sleep appliance device. Per the report the patient has heavy bruxism.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. It was observed that a side of the rod was detached from the device and fractures were also observed on the tray. Root cause description. The probable root cause for this failure may be due to the patient's medical history. Per the reported information, the patient has a history of bruxism. The excessive force from bruxism could cause the rod to become loose and have the tray fractured. IFU-012652 rev 1 (silent nite with glidewell hinge - patient instruction for use - multi-language) contains the following statement in the precautions section: "your dentist will consider your medical history, including allergic reactions, history of asthma, breathing, or respiratory disorders, or other relevant health problems, and if you have those, refer you to the appropriate healthcare provider before prescribing this device" manufacturer reference: (B)(4).

Manufacturer narrative:
The manufacturer previously reported incorrect information. The following correction has been updated in this report. Corrected information g3 (date received by manufacturer) that was not captured in the pervious report was corrected in this report. Corrected information h6 (adverse event problem) that was not captured in the pervious report was corrected in this report. Manufacturer reference: (B)(4).